Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of ' the pump would "power on" when the power cord was plugged into the outlet but would shut off shortly after powering on." ' was not reproduced due to ac power adaptor failure. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be optical sensor out of calibration. All required service actions were completed in the last service cycle. Review of the event history log did not confirm "improper shutdown" shutdown messages and the problem could not be reproduced due to ac power adaptor failure. The reported condition was verified. The cause of the condition was determined to be the evaluation inspected the device and observed the customer's ac power adaptor was not working device. Evaluation utilized a known good ac power adaptor to turn on the device. Ac power adaptor replacement required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would power on when the power cord was plugged into the outlet but would shut off shortly after powering on during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.